Manufacturer narrative:
The customer reported, disposing of their meter precluding an investigation. Therefore, this represents a final report.

Event description:
A customer reported, receiving high readings on their precision xtra meter. Although there is no info on exactly what these readings were, it was reported that as a result of the readings obtained, the customer mistreated themselves by taking more units of insulin and suffered symptoms of hypoglycemia. A friend subsequently took the customer to a hospital, where they treated with a glucose solution. There was no report of death or permanent impairment associated with this event.